Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up the blade wobbled when activated, seems insecure with the microdebrider handle. The handpiece was the component that was vibrating and caused the blade to wobble. The vibrating device was not used on the patient. The procedure was completed with another blade. There was no patient impact.

Manufacturer narrative:
B5: additional information has been updated. H3: product analysis found that the device and an open pouch were returned in a resealable bag. The pouch was open from 3 of 4 sides when returned. There were traces of contamination observed at the distal end of the outer tube. It was also observed that the sides of the distal end of the inner hub were uneven. The inner assembly spun by hand with no binding sound observed. The device was loaded into a handpiece and ran in oscillating mode up to 7 ,500rpm. During the functional testing there was an excessive wobbling observed. For further analysis, the inner assembly was pulled out of the outer assembly, and it was observed that the area of the inner shaft located near the distal end of the inner hub was bent. The device failed functional testing due to defective condition upon return and the inability to rotate properly. The complaint was confirmed, due to an out of specification condition. H6: codes b01, c070601, c070605, d1102 and g04112 has been updated. The previously updated codes b17, c20 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the "wobbling" issue was isolated to the original blade; the microdebrider worked properly with a new blade.